Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm (alarm 20) occurred while the pump was delivering basal insulin. The customer's blood glucose level was 136 mg/dl. Reportedly, customer reverted to using an alternate method for insulin therapy.